Event description:
Sorin group received a report that during a procedure, the screen of the s5 roller pump could not be adjusted. There was no report of pt injury.

Manufacturer narrative:
No pt info was provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is on-going. A follow up report will be sent when the investigation is complete.